Event description:
It was reported that during the procedure, excessive fiberlife activity occurred. The case was completed with a second fiber. "No injury to patient reported."

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.